Event description:
In 2008, boston scientific corporation was informed that during an esophagogastroduodenoscopy, two separate resolution clip devices were used to stop a gastric bleed, but neither clip would deploy. A third resolution clip device was used to complete the procedure without patient complication. Patient is "ok". Note: this complaint is for one of two devices, please refer to MFR#'s 3005099803-2008-05278 for related report.

Manufacturer narrative:
Lot number is unavailable; therefore, manufacturer and expiration date cannot be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.